Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient who was receiving 500 mcg/ml gablofen at 75 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2016, it was reported that the patient's pump had flipped. During the patient's first refill, three nurses attempted to access the reservoir and were unable to. It was felt that the "pay" might have flipped. The patient was sent for x-rays and was referred to a neurosurgeon who also felt that the pump might have flipped. Pocket revision was scheduled to check on the pump. The patient's pump had a reservoir reading of about 14 ml and the patient was not showing withdrawal symptoms. The surgery was planned for the following week as the patient was taking aspirin at the time. No other symptoms were reported

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a manufacturer's representative (rep). On (B)(6) 2016 a pocket revision was done to check the pump. The pump was indeed flipped. The reservoir was aspirated and the interrogated amount of 14cc of baclofen was removed and refilled with 40cc of baclofen. The concentration was left at 500mcg/ml and the same simple continuous rate of 75mcg/day. A mesh pouch was used to help prevent further flipping. The catheter was not disconnected from the pump so no priming of the system was needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.